Event description:
Customer states: during pre-test prior to use on a pt, a doctor confirmed the evacuation failure of the bronchial cuff. Customer confirmed there was no pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this record is expected to be returned for eval.